Event description:
It was reported that while drilling in the mastoid, the physician was not receiving any feedback from facial electrodes used with the nim response 3.0. While he was drilling in the mastoid cavity with the midas rex stylus drill and the patient's face started twitching violently as if he was drilling on or around the facial nerve. During the whole episode, the nim was silent. No stimulation probe was being used. The doctor stated that facial electrodes were placed correctly in the orbicularis oris and oculi muscles and the patient was properly grounded. All channels and connections on the nim received green checks on the set-up screen. However, the nim did not make a sound when these muscles were obviously twitching. The surgeon decompressed the nerve and finished the procedure. He was fearful that the patient would have left facial nerve damage. Fortunately, none was observed in post-operative recovery and the patient appeared to be fine. The disposable electrodes were not saved. Later, the rep checked the nim and it appeared to be functioning properly, but it was noted that the event tones had been set to volume level 1.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: electrode (B)(4), paired 2 channel set, 510k: (B)(4). The product has not been returned for analysis. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.